Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1061118 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected.additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1061118, test base part number 190-430 / lot 1061118.the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1061118 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. However; a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Reference MFR. Reports: 1221359-2022-02113 through 1221359-2022-02115

Event description:
The consumer reported three false positive results with the ID now covid-19.the first test was performed (B)(6) 2022. On a direct tested nasal swab, involving lot number(1061118) total quantity confirmation testing (genexpert xpress 4-plex assay) was performed, and generated negative result. The patient was asymptomatic.no additional patient information, including treatment and outcome, was provided. Additionally,the customer confirmed there was no delay or impact in the patient's treatment. This report addresses test one of three tests.